Event description:
It was reported that the customer experienced persistent air bubbles in the reservoir and tubing. The customer was assisted in removing the air bubbles before treating with insulin from the insulin pump, set, and reservoir. The customer was unable to complete the troubleshooting at the time as they had already changed out the set. The customer's reported blood glucose value was 14.2 mmol/l. The customer was advised to monitor the issue. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.